Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient was being treated in the hospital for a diagnosis of diabetic ketoacidosis. Treatment included intravenous delivery of insulin and potassium. While in hospital, staff attempted to resume patient on omnipod insulin infusion therapy, before being discharged. 3 attempts were made, however, bg levels failed to subside. Each pod was worn between 4 and 24 hours. Patient was placed back on intravenous insulin therapy, as treatment until being able to successfully resume treatment via omnipod. It should be noted that a bent cannula was found in each of the 4 pods being reported.